Event description:
It was reported that the device exhibited a ¿no disposable clamp tubing alarm.¿ per reporter, the alarm was silenced, and settings reviewed whereby the rate was 0.9, reservoir volume 11.4 ml and given 100.15ml. Troubleshooting was performed where the tubing was clamped, and cassette removed. The cassette was tapped on a hard surface, and it was noted that the patient struggled to reattach the cassette. The cassette was reattached after multiple attempts, but the alarm returned. Troubleshooting was discontinued. The device was turned off and tubing remained clamped. The event occurred at the patient's home and was operated on by a health professional. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device was not returned for root cause analysis. No previous repair was noted for the last 12 months. No event history log provided. Product was not returned, and no photographic evidence was provided to aid in this investigation. As a result, a complaint investigation /product evaluation and problem confirmation could not be performed. Based on review of information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation.